Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the patient¿s native annular calcification and obliterated sinuses of valsalva may be contributing factors for the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), bav was performed without contrast and a 23mm sapien 3 valve was deployed using nominal inflation volume. After valve deployment, the patient's pressure dropped. The left main was checked, pericardiocentesis and cardiac massage was performed, however, the patient expired. An annular rupture or ventricular septal defect rupture was suspected. The patient had calcifications from the femoral artery to the native annulus. The patient's native annulus was 15x22mm on CT. The sinuses of valsalva were 21x22x25mm, and the sinotubular junction was 21x22mm and had no calcification.

Manufacturer narrative:
Image review was completed by an edwards physician proctor. Procedural angiography demonstrated calcified iliac arteries, unable to visualize any septal defect, there was a heavily calcified annulus, the wire was not in a good position and against lateral wall of the left ventricle, bav was good, the valve was deployed well, however, it appears oversized for the annulus, the valve was fully expanded, the struts opened 120 degrees, CPR was noted during the procedure, the left main artery (lm) was wired and balloon angioplasty was done. Pre-op CT images were reviewed, however, the images were poor and unable to create good image of annulus. The annulus was calcified. Observations/impression: the cause of death appears to be an annular rupture. Measurements of annulus provided from the event report were 15mm x 22mm. The annular size was unable to be determined from the CT provided due to poor imaging quality. However, the measurements provided appear too small for a 23mm sapien3 valve. The left main occlusion was possibly due to the rupture/dissected sinus of valsalva.